Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n200800, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was reported the patient developed an inflammatory mass, which was discovered about a year ago. At that time the pump was "disconnected." The patient reported the healthcare provider (hcp) would not operate on the granuloma due to the risk of paralysis. The patient experienced paresthesias, which the patient suspected was due to the granuloma. The patient reported it was getting worse. The hcp tried different medications and none were helping. The patient felt constant tingling from the hip to the groin, and down the legs to the toes. The tingling was worse with movement, or if something was touching the patient¿s skin. The patient used a walker. The patient reported he does not have pain anymore, just paresthesias. The patient said his pain was from moving around, and he was currently immobile, and can only go a short distance with the walker. The patient never stated immobility was because of the granuloma, but he also never stated it was not related. It was noted the pump worked marvelously after implant, and the patient had no pain for a number of years. The patient wanted a second opinion regarding the granuloma. Further information was received that the patient was still concerned about the device and/or therapy, but he was working with his hcp. The patient had an appointment with his hcp on (B)(6) 2014, and it was determined a granuloma had developed at the catheter tip. The pump was used to deliver bupivacaine and morphine. The patient¿s outcome, interventions/actions performed, and the resolution of the event remain unknown. Follow-up was conducted to obtain this information. Should additional information become available, a supplemental report will be submitted.